Event description:
A communication problem was reported. Use of the antenna locate feature resulted in a power on reset (por) being displayed on the recharger which then led to the normal recharging screen. The patient was able to charge with 8 bars. The patient was in a mental facility and did not have access to her patient programmer (pp). The patient had been turning her implant on and off with the recharger. The patient last recharged 2 weeks ago. 2014 (B)(6) crts update: the patient reported later in the day that she has been able to charge but now could not get the therapy to turn on. Additional information has been requested.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2009 (B)(6);product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead (B)(4).